Manufacturer narrative:
H6 codes have been updated to reflect the new information review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient thinks the lead may not be hooked up correctly to the battery. Patient did not provide any context for why she thinks this. This prompted them to take an x-ray and they found everything was connected and intact. It was recommended that they follow up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the¿ins has not worked for pt since doi. Pt stated the clinic checked their ins and reported at that time pt was told their ins was "not hooked up, it wasn't performing" (agent not clear what pt was referring to by this). Pt stated a rep (B)(6) was at hcp appt. And increased stimulation to 1.2volts (pt stated they believe this was about 2 weeks ago), but pt reported the therapy is still not working for pt is and pt is still having to wear depends and pt stated their fecal is still coming out of pt when they don't know it. Ins is intended to help with pt's fecal incontinence. Patient services reviewed therapy and stimulation overview and expectations. Walked pt through how to connect with ins to increase stimulation on the call. Pt confirmed therapy is on at 1.2volts, program 3. Pt increased stimulation to 1.8volts on call and confirmed feeling stimulation strong but comfortable. Pt will monitor symptoms now that change was made and will follow up with hcp if not seeing an improvement. Pt mentioned previous ins worked well for pt.¿ emailed pt hcp listing per pt's request. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient called back repeating previously reported event details regarding lack of therapeutic effect. The patient was still having fecal incontinence and noted that over time 1.8 became uncomfortable for them, so they decreased to 1.6 which was comfortable, but patient is frustrated that they were still pooping. The patient wanted to know how they can go about confirming that their implanted devices are functioning properly and that the doctor implanted them correctly, since the therapy had not helped since they received the replacement system on (B)(6) 2021. The patient said they had concerns that the system might not have been placed correctly. Patient services reviewed this is the role of the managing physician. Patient services re-sent physician listings to correct email address. Replying to an inquiry for clarification of the patient's statement that the device was not working/not hooked up/not performing, the patient wrote "all of the above" and that they still had the same problem before replacement of the stimulator and lead. They noted that their history with the manufacturer had been 7 years ago until they received a new replacement due to normal battery depletion. They wrote that their activity was normal. They had a post op appointment and found the system was not set up. The doctor an manufacturing representative worked to get the system working, but it was still not performing satisfactory. They were going to get a second opinion and hoped to have an x-ray to check the stimulator and lead connection. The issue was not yet resolved. On (B)(6) 2021, the patient said that their healthcare professional (hcp) referred them to a specialist and that the patient had an appointment tuesday, (B)(6) 2021 and were directed to call the manufacturer. An email request was sent to a rep in the patient's area.

Event description:
Additional information was received from the patient. It was reported that the patient called back and voiced that her current device has not work since day of implant. Patient believes the doctor didn't do the implant that the student did the procedure. When patient went back to (B)(6) to have the system checked they hadn't even programmed the system. Patient has had to wear depends and pads all year . She has never been clean since the implant was put in. Patient said her other implant worked perfectly until it wore out. Patient said she had to sign a waiver that they were doing two people at once. The patient will see their doctor on (B)(6) to see about having the system taken out. She had gone to dr. And they said yes the system needs to come out. Patient has been in pain for the last several months. Patient has always thought it was the lead wire giving her trouble. They did an MRI and x-ray and the lead is placed where it is supposed to be. Patient never say the device and she is going to ask for it back when she get's it out. Suggested having her send it back for analysis. Every time she went back to the doctor all they would do was adjust the settings which she can do herself. She said, it just made it worse. If was on 9 it hurt so bad so she put it on 7. Incision was 3 inches long and her first one was like an inch long. She feels like they did an experiment on her.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2c3a1 serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt called back and reiterated information below. Pt reports device has not worked in controlling symptoms. Pt reports it hurts to urinate and feels pressure in vaginal area due to lead wire placement. Pt reports was scheduled for MRI but was turned away for not having equipment. Pt reports got x-ray images done and will see results maybe tomorrow. Pt will follow-up with hcp to check placement of leads and discuss therapy issues. The patient called in again and said her interstim is not working properly. Patient clarified that it the implant with a problem, not the programmer/controller. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2c3a1 serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: they could not clarify whether there was a placement issue since they did not place the original device. The cause of the lack of therapy was not determined. They took an x-ray and turned the device on as it had been off. The issue was not resolved, but no further action will be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.